Event description:
This is filed to report a single leaflet device attachment requiring intervention. It was reported that on (B)(6) 2022 a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4 with a prolapsed posterior leaflet. It was noted that imaging was difficult throughout the procedure. However, one clip was implanted successfully reducing the mr to grade 2. On (B)(6) 2022, it was noted on follow up echo that the implanted clip was detached from the posterior leaflet. On (B)(6) 2022 a secondary mitraclip procedure was performed to treat mr grade 4 due to the single leaflet device attachment (slda). In the treating physician's opinion, the slda was due to pre-existing patient anatomy. An additional clip was implanted to stabilize the slda clip. The procedure was then concluded with a resulting mr of grade 2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported single leaflet device attachment (slda) per the physician was due to pre-existing patient anatomy (prolapsed posterior leaflet and small left atrium/la). Image resolution poor was associated with procedural circumstances and due to suboptimal imaging quality. Mitral regurgitation appears to be due to the slda. Mitral regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.